Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient was reoperated - exchange for long gamma3 due to periprosthetic fracture after fall in hospital prior to discharge for primary fracture fixation.

Manufacturer narrative:
Investigation summary: the reported event indicated that the initial implant(s) had fulfilled its / their tasks without any damage. Referring to the event description the patient suffered from an additional bone fracture due to a fall in the hospital prior to discharge. The trochanteric nail had to be replaced by a long gamma3 nail. Potential product breakage was considered in the risk analysis. The risk of additional trauma is pointed out in the IFU. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. With available information the event was not caused by any deficiency of the device.

Event description:
It was reported that patient was reoperated - exchange for long gamma3 due to periprosthetic fracture after fall in hospital prior to discharge for primary fracture fixation.